Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that all of the keypad buttons were under responsive, and there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/15/2015 with the following findings: there was no visible damage to the keypad cover. The keypad buttons were normally responsive. The keypad cover was removed and no contamination or damage was found to the keypad button contacts. There was evidence of moisture behind the display lens. The leak test failed due to a cracked pump case. The pump was removed and moisture was observed on the internal components of the pump. Unrelated to the initial complaint, the pump case was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.